Manufacturer narrative:
Additional information: according to the information received from the field the device was not providing benefit due to a migration of the electrode out of cochlea. A re-insertion surgery was performed, during which the device was inadvertently damaged and explanted. The concerned device has not been received for investigation yet.

Event description:
At implantation, a full insertion of the electrode was achieved. However, some months later 3 channels migrated out of the cochlea. The user was still hearing well but had noticed a worsening of hearing. A reinsertion surgery was performed on (B)(6) 2025. However, during reinsertion the cable was accidentally cut off and the device had to be removed completely. A new implant was implanted.

Event description:
Some months after implantation 3 channels migrated out of the cochlea as confirmed by imaging. The user was still hearing well but had noticed a worsening of hearing. A reinsertion surgery was performed on (B)(6) 2025. However, during reinsertion the cable was accidentally cut off and the device had to be removed completely. A new implant was implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is assumed to have been present whilst implanted. According to the information received from the field the device was not providing benefit due to a partial migration of the electrode out of cochlea. A re-insertion surgery was performed, during which the device was inadvertently damaged and explanted. The electrode damage was confirmed during device investigation. This is a final report.

Event description:
At implantation, a full insertion of the electrode was achieved. However, some months later 3 channels migrated out of the cochlea. The user was still hearing well but had noticed a worsening of hearing. A reinsertion surgery was performed on (B)(6)2025. However, during reinsertion the cable was accidentally cut off and the device had to be removed completely. A new implant was inserted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.